Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient's annulus was measured with a minimum diameter of 23.6mm and a maximum diameter of 29.2mm. Pre-balloon aortic valvuloplasty (bav) was performed with a 25mm non-abbott balloon. At 80% deployment, the device appeared to be constrained. The valve and delivery system were removed from the patient and a new 29mm navitor vision valve and large flexnav delivery system were prepared. A second pre-bav was performed with a 26mm non-abbott balloon. During deployment the second device also was constrained. The device was re-sheathed and positioned a little deep. The device flared out a little and was then pulled back. The device was implanted. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. The patient did not present with any clinical signs or symptoms. The patient status was stable. The physician believed the valve expanded non-uniformly due to the patient's excess calcium.

Manufacturer narrative:
An event of incomplete stent opening was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported incomplete stent opening could not be conclusively determined. However, patient condition (excessive calcification) appears to contribute to the reported incident. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient's annulus was measured with a minimum diameter of 23.6mm and a maximum diameter of 29.2mm. Pre-balloon aortic valvuloplasty (bav) was performed with a 25mm non-abbott balloon. At 80% deployment, the device appeared to be constrained. The valve and delivery system were removed from the patient and a new 29mm navitor vision valve and large flexnav delivery system were prepared. A second pre-bav was performed with a 26mm non-abbott balloon. During deployment the second device also was constrained. The device was re-sheathed and positioned a little deep. The device flared out a little and was then pulled back. The device was implanted. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. The patient did not present with any clinical signs or symptoms. The patient status was stable. The physician believed the valve expanded non-uniformly due to the patient's excess calcium.